Event description:
It was reported that a 4.0cm artificial urinary sphincter(aus) device cuff was packaged in a 4.5cm box. The physician was unable to place the cuff and decided to measure it and the cuff was not a 4.5cm cuff but a 4.0cm cuff. The cuff was tried but not implanted into the patient. A patient outcome of no further complications was reported.

Manufacturer narrative:
Returned product consisted of an ams800 occlusive cuff. The ams800 occlusive cuff was visually inspected. The returned cuff measured 4.0 cm. The cuff was not functionally tested due to a large, crystal like material in the cuff pillow. Device analysis determined the condition of the returned occlusive cuff was consistent with the reported information and the incorrect size was confirmed.

Event description:
It was reported that a 4.0 cm artificial urinary sphincter(aus) device cuff was packaged in a 4.5 cm box. The physician was unable to place the cuff and decided to measure it and the cuff was not a 4.5 cm cuff but a 4.0 cm cuff. The cuff was tried but not implanted into the patient. A patient outcome of no further complications was reported.